Event description:
It was reported by the vns pt that she experienced an infection at the generator site about one week following vns generator replacement. She reported that she had to be on IV antibiotics for 1 week. A PICC line was placed for IV antibiotics to be administered at home however the pt stated that the PICC line became infected. She stated that they may have to remove the vns due to infection however MFR has not confirmed with surgeon. The pt stated that since vns, her seizure frequency has decreased and seizures are less intense. Attempts for further info from the physician have been unsuccessful to date. Review of mfg records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.